Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. The patient was seen in-clinic and the bluetooth was reenabled. There were no patient consequences reported.